Event description:
It was reported that this right ventricular (rv) lead exhibited a right ventricular automatic threshold (rvat) test alert due to high capture thresholds indicative of intermittent loss of capture (loc) beats. Technical services (ts) recommended further testing and performing x-rays. The patient is not dependent. No additional adverse patient effects were reported.